Manufacturer narrative:
The insulin pump alarmed motor error during rewind due corroded motor home switch and had a high idle current due to faulty lcd driver on the lcd board; the high idle current due to faulty component on the mother board. No blank display anomaly noted. The insulin pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was unknown at the time of the call. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the black display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.